Manufacturer narrative:
The e601 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas e 601 module compared to an unspecified competitor method. The initial result from the e601 module was 327.3 ng/ml. The repeat result from the competitor method was 211 ng/ml.

Manufacturer narrative:
Calibration and qc were acceptable. There is no indication of a reagent performance issue. The customer used a clotting time of 15 minutes. The clotting time should be at least 30 minutes. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.